Manufacturer narrative:
The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the inadvertent mishandling of the device during sheath removal caused the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was resistance during removal of the 3.0x33mm xience alpine stent delivery system (sds) stylet and force was applied. The sds was inserted on the guide wire without reported issue. The sds was going to be introduced [into the patient] when it was noted that the stent had dislodged from the sds balloon prior to entering the patient anatomy. The sds and dislodged stent were simply removed from the guide wire without issue, and another xience alpine sds was used to successfully complete the procedure. There were no adverse patient effects, and there was no reported adverse clinically significant delay in the procedure. No additional information was provided.